Event description:
It was reported that the customer went to the emergency room (ER) due to a high blood glucose (bg) level of 600 mg/dl and trace ketones. The customer was treated with intravenous saline and insulin, and was released from the ER the following day with no permanent damage. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended.

Manufacturer narrative:
Device not returned.